Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported patient wanted to increase setting because they started having a little bit of sudden return of symptoms. However, they stated that they tried increasing the setting the night prior to the report and had a difficult time figuring out the directions so it took them a while but when they got it going, the stimulation was suddenly too painful so they decreased by 0.7 however it was still too painful. Moreover, patient reported that the instructional booklet and quick guide were too difficult to follow, and that they were unable to figure out how to use the patient programmer. Patient stated that the instructions should be redone and repeatedly stated that they were disappointed with every aspect of the therapy. Patient confirmed ins status with patient programmer, and therapy was not on. There were no trauma or falls related to the issue. Patient was advised to decrease stimulation which eliminated the uncomfortable stimulation. Patient did have to decrease the stimulation several times and it wasn't until they decreased it to setting of 1.3 on program 2 that wasn't painful anymore. Patient stated that her starting setting the day prior to the report was 4.4v. Also, during call, it was suggested that patient replace batteries as it sounded like they were getting the low patient programmer batteries screen in which replacing batteries resolved issue. Patient was advised to monitor symptoms on current setting and only increase to where stimulation was comfortable. No further complications were reported.